Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-05106.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2015-05106 reference MFR. Report#: 1627487-2015-05184

Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.